Event description:
"Per tga report: this product has snapped during a lap banding procedure and the cannula section has been retained in the patient. Whilst it is not considered the supplier is responsible for the product being retained in the patient the fact that the product has snapped whilst in use is clinical concern in relation to determining whether it is the appropriate application of this product type for bariatric surgery. The remnant of the retained portion of port is available for review."

Manufacturer narrative:
Upon receipt and evaluation of the incident device a follow up report will be submitted.